Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced "brain fog, was weak, felt sick, unsteady with their foot, was throwing up, dehydrated and not keeping anything down". The customer stayed at the hospital for 2 days where they received an unspecified treatment for a diagnosis of hyperglycemia and diabetic keto acidosis from a healthcare professional. There was no report of death or permanent impairment associated with this event.